Manufacturer narrative:
Corrected information: upon further review of the incidents further coding update was made to include '3020 - scratched material' for the scratches reported on the implanted lenses. Therefore, the event is considered to be meeting the reportability criteria. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: upon further review it was determined that the event did not meet the local reportability criteria anymore. It was determined that the code 3020 - scratched material reported in the initial MDR did not apply since the suspect product the cartridge instead of the intraocular lens; based on the updated coding of 1069 - break, the event is no longer considered to be reportable. Therefore, no further information will be provided under MFR report number 3012236936-2023-01328. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d6a - implant date: not applicable. The cartridge is not an implantable device. Section d6b - explant date: not applicable. The cartridge is not an implantable device. Section e1 - telephone number: (B)(6) x1745 section h3 - other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon has noticed intraocular lenses (iol) being scratched and thinks, that this is caused by the cartridge. This occurred an unknown number of times without further interventions or patient issues reported. No further details were provided.